Event description:
It was reported that a pump displayed an altitude alarm, affecting the customer's insulin delivery. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was advised to clean the pump's speaker holes and attempt a reconnection of the current cartridge, but was unable to resume insulin. Following further instructions, the customer successfully loaded a new cartridge, resumed insulin delivery, and confirmed the issue was resolved.